Event description:
We have 2 central line kits that are labeled as the same product, both are labeled "<34 week kit", but the kits have 2 different reference numbers and contain different products. The kit with reference number: (B)(4) kit does not have chg (chlorhexidine gluconate) and the kit with reference number: (B)(4) contains chg (biopatch). Staff could pick a kit and it would contain chg--that should not be used for preemies less than 34 weeks.